Event description:
It was reported that a pt underwent a thyroidectomy procedure on (B)(6) 2010. Three weeks later, the pt returned with complaint of pain. On (B)(6) 2010, the surgeon found and removed a piece of hardened material from under the pt's thyroid neck muscle. The size of the hardened material was 20cm. Currently, the pt is stable and discharged from the hospital. The nurse has indicated that the hardened material may not be absorbable hemostat or absorbable adhesion barrier and is now unwilling to provide add'l details of the event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. Add'l info: the actual device associated with this event is not known. The international affiliate reports the following possible devices: surgicel absorbable hemostat, interceed (tc7) absorbable adhesion barrier.